Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the downstream occlusion (dso) seal was ripped. There was no patient involvement.

Manufacturer narrative:
One device was returned for repair with complaint of ripped downstream occlusion (dso) seal. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. Review of event log found no relevant information. Visual/functional testing was performed. Found damaged dso seal, confirming complaint.